Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, while the physician was preparing to implant the left ventricular (lv) lead, the patient developed symptoms of dyspnea and was unable to tolerate continuation of the operation due to laying flat for an extended time. Upon analysis, the medical team considered that the patient¿s heart failure was relatively severe. After observing the patient for ten minutes with no alleviation of symptoms, the physician elected to abandon the procedure and reschedule the implant. The lead was not implanted. No further patient complications have been reported as a result of this event.